Event description:
During a retrospective review of unexpected fetal outcomes in (B)(6) 2013 it is believed that the following iupc device may have caused or contributed to this fetal demise. Prior to delivery of a laboring patient on (B)(6) 2012, an iupc device was inserted into mother. This iupc device did not appear to be functioning appropriately and a 2nd iupc was deployed. Following this deployment fetal heart tones diminished and an emergent c-section was performed. Infant demise shortly after delivery. At the time of this event it was thought that the death was related to an atypical abruption. Subsequent investigation into this event along with pathology reports and laboratory values indicate that the iupc device may have caused a knick in a placental blood vessel, which may have contributed to a significant loss of fetal blood incompatible with life.